Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) developed an infection of unknown etiology, that necessitated the app to be explanted on an unspecified date. At a later date, the patient had a tactra malleable penile prosthesis implanted. No additional patient complications were reported.

Manufacturer narrative:
Event date b3: approximated based on the date the manufacturer became aware of the event. This complaint component was not available for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Infection was found to be documented within product labeling as an adverse event. In addition, here is no evidence that the device was used or handled improperly. Based on the information available and due to the lack of product return, the clinical observation of infection could not be confirmed.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) developed an infection of unknown etiology, that necessitated the app to be explanted on an unspecified date. At a later date, the patient had a tactra malleable penile prosthesis implanted. No additional patient complications were reported.